Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device and delivery system (wds) was advanced. The closure device was deployed. The release criteria was met and the closure device was released successfully in the laa. 10 minutes after the procedure was completed an angiogram showed that the device had embolized in the left atrium. The closure device was removed percutaneously with a 22fr catheter and a snare. There were no further complications and the patient condition was good. The physician plans to reschedule the procedure for another time with a transseptal puncture more inferior-posterior to be more coaxial with ostium.